Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), on the outer tubing overlay, on the helix mechanism, and on the sleevehead. The inner tubing was also kinked/buckled, the outer tubing overlay was breached cut, there was a tip seal observation, and there was apparent explant damage. The analyst noted that the helix can not be extended or retracted due to distal conductor distorted and fractured within the connector.

Event description:
It was reported that the right ventricular defibrillation lead helix had problems when the physician attempted to reposition the lead due to threshold being high/unstable/unmeasurable. The lead was removed and successfully replaced. No patient complications have been reported as a result of this event.